Event description:
Customer generated highly variable glucose results when compared to a second cobas 221 omni 6 and a bayer contour glucose meter. Glucose results for four patient samples were provided: patient 1, initial result 74 (this analyzer), repeated twice gave 120 (second omni 6 analyzer) and 107 mg/dl (bayer meter). Patient 2, initial result 81 (this analyzer), repeated twice gave 110 (second omni 6 analyzer) and 82 mg/dl(bayer meter). Patient 3, initial result 74 (this analyzer), repeated twice gave 115 (second omni 6 analyzer) and 111 mg/dl (bayer meter). All medications listed are for this patient. Patient 4, initial result 29 (this analyzer), repeated once gave 68 mg/dl (bayer meter). Initial results did not match clinical picture of the patients. There was no information from the customer that a patient was affected because of the erroneous results. Sample types at account are arterial blood and neonatal blood using sample containers roche bs2 blood samplers and roche capillary tubes. The glucose/lactate sensor was changed, the results were then comparable to laboratory results. The sensor lot on this analyzer was 21594528, sensor lot on second cobas 221 omni 6 was 21595023.

Manufacturer narrative:
It is unknown if initial reporter sent report to FDA.

Event description:
It was reported that during a laparoscopic cholecystectomy procedure, the clips were not forming properly. Another device was used to complete the case with no patient consequence.

Manufacturer narrative:
It was determined a combination of a low calibration signal and the correction due to the interference signal caused the measurement deviation in this case. There was no detailed patient information available (except a medication list), therefore the medical status of the patients could not be determined. It was unknown whether any erroneous results were reported outside the lab. No adverse events were reported.